Event description:
Additional information obtained and indicated that another high shock lead impedance was detected via patient's remote monitoring system. Additional information indicates that the patient has been seen in the clinic, however no other additional information available at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) with right ventricular (rv) lead exhibited high shock lead impedance. Additional information indicates that impedance is normally high and will continue to follow. No indication if the cause was determined. The rv lead remains in service. No adverse patient effects were reported.